Manufacturer narrative:
Date sent to the FDA: 08/25/2017. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. ¿ were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. ¿ does the surgeon believe that ethicon products / prolene mesh involved contributed to the adverse events described in the article, specifically: infection, hematoma, seroma, small bowel obstruction, umbilical necrosis, neuralgia, fever, urinary tract infection, urinary retention, obstipation, surgery. If yes, provide details of event and specific suture product type. ¿ can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. ¿ are the product code and lot numbers available for devices used, prolene mesh?

Event description:
It was reported in a journal article that the patient underwent an open midline incisional hernia repair procedure on unknown date between 10/2005 and 11/2009 and the mesh was implanted behind the rectus muscles. The patient possibly experienced postoperative complications such as surgical site infections, superficial infection, deep infection, hematoma, seroma, small bowel obstruction, umbilical necrosis, neuralgia, fever, urinary tract infection, and/or urinary retention. The patient possibly was re-operated for postoperative small-bowel obstruction, hematoma, necrosis of the umbilicus, neuralgia, or for deep-wound infection. No mesh was explanted. Additional information has been requested.